Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Light usage residues were observed throughout the sample. A dead end cap was attached to the proximal luer adapter and the safety mechanism was engaged. Microscopic inspection of the proximal luer adapter revealed abundant superficial stress fracturing throughout the threaded region. Thread deformation and mechanical damage were also observed. A complete fracture was observed near the finger tab opposite the gate mark from the molding process. The mechanical damage was consistent with manipulation of the luer using a grasping instrument such as pliers or hemostats, suggesting that overtightening of the luer connection likely contributed to the observed damage. The abundant superficial fracturing further suggested that an additional unidentified environmental factor(s) affected the mechanical properties of the luer adapter. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported leakage from a safety port needle. Replaced the infusion port needle and applied a new dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.